Event description:
It was reported that the insulin pump alarmed no delivery during bolus. Troubleshooting was performed. It was stated that the customer was still disconnected and the insulin pump also alarmed no delivery during manual prime. During the call the diabetes clinical mgr reported that the customer was hospitalized for high blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.